Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis, cepsis, lactic acidosis, acute preranal azotemia, hyperkalemia, hyperbilirubinemia on (B)(6) 2019 with blood glucose of 587 mg/dl. The customer was treated with insulin drip, insulin shot, novolog, antibiotic. Customer stated insulin pump had insulin flow blocked alarm. Customer declined troubleshooting for but was able to capture hospitalization. The insulin pump will not be returned for analysis.